Event description:
Discordant, falsely low thyroid stimulating hormone (tsh) results were generated on the dimension exl 200 instrument on two patient samples. The results were released from the laboratory. The same samples were repeated on the same instrument and resulted higher. The rerun results were reported to the physician(s). There were no reports of adverse health consequences or known patient intervention due to the discordant tsh results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument and instrument data the cse determined that the cause of the discordant tsh results was unknown. The cse proactively changed and aligned the reagent 2 probe. The instrument is performing within specifications. No further evaluation of the device is required.